Event description:
Customer reported via phone call to have skin irritation due to sensor. Customer also reported on not being able to hear alarm very well during threshold suspend. Customer was advised to try recommendation for skin irritation and to call back should issue persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.